Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, opening the jar which conta ined the valve was more difficult than expected. Once the lid was twisted off of the jar, the gasket seal was partially attached and detached from the jar. Additionally, loose, white particulate from the lid seal/gasket ring was observed in the glutaraldehyde solution. The valve was replaced, and the second valve had no issues with the seal and the procedure proceeded normally. There were no delays due to this inconvenience.

Manufacturer narrative:
Product analysis: the device was received for analysis; however, the product analysis remains in progress. A supplemental report will be submitted upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging was returned wet with carton tattered. The jar label was damaged. No solution was present inside the jar. Liquid stains were present. The state of the jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Presence of gasket remnants on the rim of the jar. No presence of crystallized, dried glutaraldehyde along the threads of the jar. No loose pieces of gasket noted on the rim and/or outside of the jar. No presence of white particulate in the jar. No damage on the threads of the lid. The complete gasket remained loosely attached to the rim of the jar with visible remnants of the gasket adhered to the rim. No loose pieces of gasket noted inside of the lid. The temperature indicator was not activated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.